Event description:
There was an allegation of questionable ise indirect k for gen.2 results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 6.7mmol/l. The sample was tested on another module and the result was also 6.7mmol/l. The result was reported to the patient's doctor, who questioned the result. The sample was repeated and the result was 4.9 mmol/l. The sample was also repeated on the other module and the result was 4.8 mmol/l. The result of 4.9 mmol/l was believed to be correct, which was confirmed when the patient had a new sample drawn, on (B)(6) 2022, at another site and the result was 4.3 mmol/l on an abbott instrument. The result of 4.9 mmol/l was believed to be correct. The electrode lot number is y31-04.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The alarm trace contained a conspicuous event. There were multiple abnormal sample aspiration alarms noted on the date of the event near the time sample was processed. The field service representative did not find a cause for the issue. The customer performed calibration and qc with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.